Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2017 with the following findings: during investigation, the pump was found to have visible moisture through the display lens. Unrelated to the original complaint, moisture was observed in the battery compartment and the battery compartment was found to be cracked starting at the threads to the left side of the grip pad and from the case seal traveling to the bumper. A leak test was performed and a leak was identified in the battery compartment and at the bottom right corner between the keypad and pump seal due to a crack. The pump cover was opened and moisture was observed throughout the pump casing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.